Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was not changed from factory default (high). All cgm alerts were not changed from factory defaults (all on) with the exception of cgm fall rate, which was set to "false" (off) on (B)(6) 2024. Body weight was not changed after initial setup on (B)(6) 2024. Data for the described event date of 2024-03-26 was reviewed. The last cartridge and infusion set change operations prior to the review date were on (B)(6) 2024 at 3:17pm. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. All cgm glucose values below are measured in mg/dl. Review of the ilet report shows the cgm glucose is in range prior to the low glucose event. A "usual" sized lunch meal announcement is entered at 3:38pm when the cgm glucose is 102 mg/dl. The meal announcement is followed by a prolonged period of hypoglycemia. The cgm glucose reaches 68 mg/dl at 4:03pm with the hypoglycemia period lasting approximately 4 hours with total time less than 54 mg/dl for most of the event. The cgm glucose nadir is 39 mg/dl. Approximately 80 minutes into the hypoglycemic event, a "usual" sized dinner announcement is made. Prior to the meal announcement entries, insulin dosing was suspended when the cgm glucose was 94 mg/dl. No evidence of device malfunction were found in the engineering logs. The ilet had appropriately triggered low glucose alerts (except for "glucose falling quickly" due to the alert being turned off before the review date) and was not seen making basal requests for insulin delivery throughout the low event. The ilet did not resume basal requests until after cgm glucose was at least 100mg/dl and not decreasing. Two meal boluses were logged during the low event as well as one tubing fill operation (1 unit primed). No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, ilet report and device logs, it was determined that the ilet operated as intended. The assignable cause of the hypoglycemic event is the user announcing a meal that contained very low carbohydrate content, not treating the low cgm glucose adequately and then announcing a meal to cover the carbohydrates used to treat hypoglycemia. This resulted in excessive insulin delivery and prolonged hypoglycemia. Additionally, a fill tubing operation was completed during the hypoglycemic event, it is possible that some insulin was pushed into their body and contributed to hypoglycemia if connected to the body. The cds followed up with the user and hcp to discuss the event, review and reinforce recommendation. The user had transitioned back to multiple daily injections and is working with hcp to determine whether she will continue to use the ilet or return the device.

Event description:
On 4/4/2024, a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event requiring ems to be called. The event occurred on 3/26/2024. It was reported that the user announced a "usual" lunch meal bolus when eating very low carbs. The user then treated the low bg (user can't remember what was eaten to treat) and then announced another meal to cover the carbs in the low bg treatment. The user's grandson called ems. The cds was unsure if the user was taken to the hospital or treated at home. The user was taken off ilet at this time and will likely to go back to daily injections (mdi) due to memory issues and trouble with infusion set site changes. On 4/4/2024, a beta bionis customer care agent spoke with the user and obtained additional information about the event. The user reported they were not taken to the hospital but was given a "thick liquid" that raised their bg levels to target range. The user did lose consciousness briefly but did not have a seizure.